Event description:
During servicing by baxter, technical service identified that the centrella med-surg bed had an issue, power/auxiliary cords scuffed with exposed copper wires. This occurred during baxter servicing/testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported. There were no other devices reported to be involved.

Manufacturer narrative:
The baxter technician found the auxiliary and power cord needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Make sure the power cord is not damaged and it is connected to the bed. Replace the power cord as necessary. Check the ac inlet to psm cable assembly for kinks, damage, and connections. Replace or connect the cable as necessary. Replace parts as necessary. A search of the baxter maintenance records show baxter previously performed preventative maintenance on april 10, 2025 on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the power cords to resolve the reported event. Based on this information, no further action is required.